Manufacturer narrative:
Upon follow up, tandem clinical diabetes reported that customer's healthcare provider (hcp) reverted the customer to manual injections for insulin therapy. Reportedly, customer's hcp provided further diabetes education to the customer as there was "some non-compliance issues". Hcp was not concerned about the pump functioning properly. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was elevated (value not provided). Customer was treated in the emergency room (ER) with fluids. Ketone level was moderate and healthcare provider identified ketones as being dangerous. After 5-6 hours, customer left the ER feeling better. Bg was within range. As the alarm occurred in the past, tandem technical support could not determine cause of occlusion.

Manufacturer narrative:
(B)(4).